Event description:
It was reported that during a vats lobectomy procedure three reloads were fired with no problems. A fourth fired for approx 1cm and then the blade returned by itself without fully cutting and stapling the tissue. The cartridge was taken out and a new one was fired on a swab, which worked with no problems. The team leader took all the reloads from this lot out of circulation. The surgeon then used the device for three additional firings from a new lot with no problems. The hospital has followed local protocol by returning all reloads from the same lot and raising an internal product complaint. No patient consequences reported. Patient in stable condition.

Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was received for analysis with an ecr60g cartridge loaded on the device; it was noted fully fired and in good visual condition. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. Due to the returned condition of the device no testing could be performed to evaluate the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.